Manufacturer narrative:
Initial.

Event description:
It was reported that an occlusion alert occurred during a meal announcement on an ilet system, resulting in an incomplete announcement and elevated blood glucose of 198 mg/dl; troubleshooting identified air bubbles in the connector and cartridge, and resolution involved rewinding the pump, removing and degassing the cartridge, replacing the connector, filling tubing with confirmed drops, and reconnecting. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included correction through continued ilet therapy with no hospitalization. Investigation included technical troubleshooting, inspection of the fluid path for drops, and component replacement. Investigation of this case revealed an infusion line occlusion linked to air in the fluid path, with issues localized to the connector and cartridge components, and the problem resolved after supply changes and priming. It was concluded, based on previously established findings for similar reports, that the cause was user-serviceable air entrapment leading to transient occlusion.